Event description:
On (B)(6) 2015 CT of thorax with contrast was performed for f/u on colon carcinoma. Results showed an incidental pinch off of the left sided port-a-cath that had embolized into the pulmonary artery. On (B)(6) 2015 removal of port-a-cath was performed.